Event description:
The customer contacted stryker to report that their device gave an error to connect the electrodes even though they were connected to the patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another device was used.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue could not be duplicated or verified during testing. Evaluation of the device logs found the patient impedance values fluctuated above the threshold during this event. The electrodes used were not returned for evaluation. The cause of the reported issue could not be determined. The initial medwatch report section h 10/additional mfg narrative should indicate: stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. '

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device gave an error to connect the electrodes even though they were connected to the patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another device was used.